Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot hole and screw placements were performed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital: - the deviation of 3 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure reported due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 60 to 90 minutes. - there were further no reported remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the limited information provided by the hospital, it can be concluded that the root cause for pilot hole and screw placements in vertebrae left l4 and bilateral l5, deviating by ca 6-16 mm from their intended positions towards patient's left side, created with the aid of navigations, is: a movement of the navigation reference array during the procedure and after registration in relation to the patient anatomy fixation, due to an insufficient fixation by the user, not as required by brainlab. Image data provided for this surgery show that the navigation reference array has moved in between the pre-placement c-arm scan and a verification scan. The direction of this movement corresponds to the direction of the misplaced screws. Additionally, the navigation reference array was fixated to the l5 spinous process and made contact with patient skin at the caudal part of the skin incision. This caused the array to be prone to inadvertent movements due to any forces applied to the patient during instrumentation, also e.g. By even slight surrounding skin push/pull from forces applied to the spine area operated on. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation during instrumentation between the locations of the actual patient anatomy and the registered pre-placement patient scan displayed, was not recognized by the user with the necessary navigation accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine with intended placement of 4 vertebra screws bilateral for fixation (at l4-l5), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0.1. From an intra-operative 3d scan, the surgeon discovered that 3 of the 4 pilot holes and screw placements performed with the aid of navigation, deviated from their intended positions by ca 6-16mm towards patient's left side. According to the hospital: - the deviation of 3 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure reported due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 60 to 90 minutes. - there were further no reported remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.